Event description:
A customer reported to olympus, the evis exera iii bronchovideoscope displayed an e315 (non-compatible endoscope) error with no image during preparation for use. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e315 (non-compatible endoscope) error was confirmed. In addition, the instrument channel had a leak. The bending section cover electrical continuity failed. The plastic distal end cover was detached. The insertion tube had a dent. The control body was corroded. The scope connector was corroded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a conduction failure of the circuit board inside the scope connector occurred due to water that invaded the subject device from the leaked location, or the cable inside was damaged by stress applied to the insertion section. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "preventive measure of the suggested event is described in operation manual: important information: please read before use: warnings and cautions: disappeared or frozen endoscopic image.". Olympus will continue to monitor the field performance of this device.